Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a hypoglycemia event with a blood glucose of 60 mg/dl, felt dizzy and tired, self-treated with oral carbohydrates, and glucose subsequently rose to the 200 mg/dl range, consistent with overtreatment; no device malfunction was alleged, and the event related to user treatment behavior rather than a device component. Symptoms included hypoglycemia, dizziness, and sleepiness/drowsiness. Outcomes included the need for medication-level intervention to correct the low glucose. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, and a usage problem was identified consistent with an improper or incorrect method of treating hypoglycemia; no device component was implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.